Manufacturer narrative:
Concomitant products: product ID: 8781, lot# n515765004, product type: catheter. Manufacturing site ID was updated.

Event description:
Further information was received identifying the site involve and the model/serial of the pump and catheter. The patient¿s underlying disease was spinal cord damage. The patient received 70 mcg from the implant date of (B)(6) 2015 and continuing. There were no complications or past history of adverse reactions. No concomitant medications were reported. Per the patient, since early spring the spasticity was worse than the period right after implantation and catheter imaging was performed. The onset date was noted as (B)(6) 2016 being that catheter images were not confirmed. On (B)(6) 2016 there were no abnormalities in variability rate at the time of refill and the dosage was increased from 56 to 70 ug. Catheter imaging was performed and about 2 ml of liquid (mixed with blood) could be suctioned from the catheter access port. A contrast agent was injected, but a catheter image could not be confirmed. A pump operability test was performed with no abnormalities. With the dosage increased, the issue was to be monitored. This was reported as ¿1-not serious¿. As of (B)(6) 2016 the patient was recovered. This was reported as unrelated to the investigational drug, catheter, pump, programmer, and procedure.

Manufacturer narrative:
Concomitant medical products: product ID 8781, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider regarding patient who was receiving gabalon itb therapy. As reported, during fluoroscopy examination, a catheter angiography, on (B)(6) 2016, a physician ¿sucked¿ the catheter and tried infusion. In suction, some liquid was successfully sucked but included some blood. However, it was impossible to push the agent for infusion (contrast agent did not flow out from the catheter when the catheter angiography was performed). Further, for several months the patient insisted less effect of itb though initially good effect. The effects became weak starting (B)(6) 2016. It assumed that the catheter or the catheter access port (cap) was not penetrated and baclofen spilled out of the pump and accumulated around the pump pocket. As reported, the tip of the huber needle did not reach to the ¿subarachnoid space¿ and the baclofen around the pump was sucked. It was suspected that the catheter was not in the intrathecal space or the catheter was removed from the pump. Further on 2016-08-29 it was clarified that although the catheter contrast could not be pushed during the angiography, the physician did not allege a block or obstruction but was rather ¿considers the reason¿. In regards to trouble locating the cap in which the cap was not accessed, they were not sure if there was trouble locating the cap. They had ¿supposed¿ two reasons the first being the tip of the huber needle was not in cap or pump connector and second that the catheter port was disconnected. In regards to the baclofen ¿spilled out of the pump and accumulated around the pump pocket¿, the physician did not allege that the pump leaked from the cap nor did he allege that the pump leaked from the refill septum. Regarding the report that the huber needle did not reach the subarachnoid space, this did not mean that the physician had difficulty in advancing or placing the catheter at the time of implant. The representative had rather meant to report that the tip did not reach to the cap, not the subarachnoid space. The cause of the catheter issue was not yet determined. The physician was to continue to monitor and was considering computerized tomography (CT). The catheter remained implanted an d may be returned if the physician decided to remove them.